Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefor tried several times to receive more information for this case. Trend analysis could not be performed as no reference number was provided. As no lot numbers were provided for the devices, the device history records could not be reviewed. The compatibility check could not be performed as no product information was provided. A technical investigation was not possible to perform, as the device is not at hand for investigation. Review of incoming investigation: it is reported that the gauges of 7.5mm maxican system are not consistent with the real size of the screw. Review of internal documents: a review was not possible as there is no product information available due to the fact, that the "7.5mm maxican system" do not exist. The reported system name is wrong. The maxican 7.5mm system does not exist in zimmer's or normed's product portfolio and therefore no product information is available. Additionally, neither photos, nor the devices were received; therefore the condition of the components is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that on (B)(6) 2015: "gauges of 7.5mm maxicam system are not consistent with the real size of the screw, implying the unnecessary use of two implants in the surgical procedure. "